Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what technique was used with respect to the advanced hemostasis and the min/max button: the advanced hemostasis was used; was the vessel that bleed a ¿named¿ vessell: sidebranch of the art. Gastrica sinistra; what was the percentage of time the advanced hemostasis button or the min/max button were used: during the whole operation: advanced vs. Min./max. Button: 20% : 80%; did the surgeon recall hearing the second tone when using the advanced hemostasis button: yes; where was the advanced hemostasis used: on the gastricae breves and the sidebranch of the art. Gastrica sin. Where was the min/max button used: the mobilisation of the stomach; was the surgeon in-serviced on the use of the system: yes; was the sales rep present for the procedure: no; was the surgeon in-serviced prior to using the harmonic +7 device: yes; did the gen11 display any yellow alert screens during the procedure: no; what power setting was the generator on: 5 max-3 min; how much blood was lost: about 4 liters; was a transfusion required, if yes, how many units: yes, in total 6 units, 2 ffp.

Event description:
It was reported that the surgeon reported that he had a bleeder on a patient four days after a sigmoid resection took place. He is certain that he used advanced hemostasis bottom on the vessel that led to the bleeder. Instrument seemed to work well during the procedure. Event occured four days after the operation. The patient lost a large amount of blood four days after the surgery which lead to a critical condition and a re-operation. He was able to control the bleeder in a second emergency surgery and the patient recovered well. The device was discarded.